Event description:
It was reported that a malfunction alarm occurred. The customer reverted to an alternate method of insulin therapy (mdi). Technical support decided to send a replacement pump, ensuring it had updated software.